Event description:
During a cardiac procedure, the hub of the sds was noted to be cracked. The unit was removed from the pt without difficulty, and another cypher sds was used to successfully complete the procedure. There was no report of pt injury.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to u.s. Distributed stent delivery systems. The product is said to be available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.